Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a low glucose alert, experienced a minimum blood glucose of 57 mg/dl for less than 30 minutes, consumed cereal to treat the low, and later noted that the ilet was low on battery and the cgm was not connecting until reconnection restored readings and glucose returned to range. Symptoms included dizziness and sweating. Outcomes included self-treatment with oral carbohydrate and no need for assistance or medical intervention. Investigation included review of device logs and provision of troubleshooting and user education regarding correction boluses and bedtime glucose management. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. It was concluded that the event was consistent with hypoglycemia with unclear cause, and the user was advised to continue monitoring and follow education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.